Event description:
According to the reporter during a procedure, the needle broke off the thread quickly, without a lot of pulling. Three times in a row, three different wires from the same box with the same lot number. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#: a4e2187y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#: a4e2187y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needles were returned disengaged from the sutures. The sutures were received fully wound within the retainers. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. Suture material was observed to be present in the swages of both needles, indicating the sutures broke off at the swage. The burp seals were inspected and was observed to be closed. After opening the packaging, the needles were appropriately parked in the retainer foam and the sutures were wound within. Functional testing found that the opened complaint device was precluded as the needles were returned already detached. The breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the needle disengaged from the suture. The load force at the point of detachment was measured and were found to meet ep mean and individual specifications. Based on the results of the needle attachment test, the representative samples tested satisfactory. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the needle broke off the thread quickly, without a lot of pulling, three times in a row; three different wires from the same box with the same lot number. Another suture was used to resolve the issue. There was no patient injury.